Manufacturer narrative:
Batch review performed on 10 june 2024. Lot 2316810: (B)(4) items manufactured and released on 10-oct-2023. Expiration date: 2028-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to tibial tray fixed cemented subsidence, at about 2 months after primary.

Event description:
Revision surgery due to tibial tray fixed cemented subsidence, at about 2 months after primary. All components were revised to gmk-hinge.

Manufacturer narrative:
Visual inspection performed by r&d project manager from visual inspection of the explanted components sent back for investigation, no anomalies can be found. There is no evidence that the event is related to a faulty device. The event was most likely related to malpositioning or undercoverage of the tibial baseplate on the resected bone or poor bone quality. Additional info reported in this follow up: - piece returned on (B)(6) 2024 - visual inspection - changed event description.